Event description:
The manufacturer received information alleging a ventilator was shutting down during use. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was shutting down during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.